Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed, and no anomalies were found.

Event description:
It was reported that during a procedure, the cardiac resynchronization therapy defibrillator (crt-d) was unable to capture on the left ventricular (lv) lead. It was noted that the lv lead was able to capture on an analyzer. The device was explanted and replaced. No patient complications have been reported as a result of this event.